Event description:
It was reported the screen was "bleeding," and it "must have cracked." There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the liquid crystal display (lcd) was out of specification. It was also noted that the upper case, side bail covers and ring cover were broken, the lower case, battery release, lead flex cover, and battery drawer were contaminated, the battery contacts were compressed, the ring and one side bail were missing.